Event description:
Additional information was received that indicated that the handheld, flashcard and wand were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Event description:
It was initially reported that the physician's handheld kept freezing on interrogation successful screen. The issue has been going on for a few months and he is tired of it freezing. Hard resets was performed but the problem still exists. The physician was provided with new handheld and flashcard. Good faith attempts for product return have been unsuccessful to date.